Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 15, 2007 the lay patient contacted lifescan (lfs) alleging that his one touch ultra 2 meter read inaccurately high. Nine days later, the patient told the medical affairs specialist (mas) he had experienced symptoms of hypoglycemia at his doctor's office on an unidentified date. The patient said he had no more time to talk to the mas and did not provide a description of his specific symptoms. The patient said he tested his blood glucose level with the reported meter in the doctor's office and obtained a result of 104 mg/dl compared to a result "in the high 60's" on the doctor's meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient was given graham crackers and orange juice in the doctor's office. The patient said he apparently had taken too much insulin based on the lfs meter readings; however, he did not provide information regarding his prior meter readings or his specific diabetes medication regimen. The customer care advocate (cca) confirmed that the patient followed correct testing technique. The patient told the mas he had disconnected from the call to lfs on may 15, 2007 because the call was taking too long. Nine days later, the patient told the mas he wished to have the reported meter replaced. The mas made arrangements through lfs customer service to send a replacement meter to the patient. The complaint is reported because the patient alleges he received inaccurately high readings on the lfs product that caused him to take too much insulin. He claims he experienced symptoms of hypoglycemia and a hypoglycemic reading on his doctor's meter. The patient was treated with graham crackers and orange juice.